Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the axiom artis dta system. It was reported that the main power distributor caught fire. There is no report of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the solution for the reported error was rejected by the customer. The investigation showed that the error described in the complaint is a known issue for which a corrective action was initiated in 2016 via ax004/15/s. The corrective action was reported to the FDA in accordance with 21 cfr 806.10 report# 2240869-02/19/16-0006-c. Unfortunately, the customer rejected the preventive remedy and was not willing to carry out the corrective actions. Even a new official written request from the regional unit did not convince the customer to implement the requested measure. Technically, the retrofitting would have prevented leaking coolant from entering the main distributor of the system and the short circuit would not have occurred. The customer also refused to repair the system after it had been damaged. Nevertheless, the analysis has shown that there was no direct danger for any person and the environment at any time because the system is designed in such a way that further damage or injuries will be prevented, e.g. Metal cover around the area were the error happened, ul-listed components, protective fuses. The system also fulfills the requirements of iec (B)(4). Furthermore, no open fire has been detected. It should be noted that any decisions regarding modifications to the customer's property are the responsibility of the customer. The customer decided not to repair the system at this time and closed the case. The manufacturer is not considering further actions resulting from this event as a solution (recall ax004/15/s) has been available since february, 2016.